Event description:
It was reported ongoing intermittent occlusion alarms occurred, which eventually led to adverse reactions on (B)(6) 2026. Customer experienced severe vomiting, very high blood glucose level of 577 mg/dl, ulcers and cuts in mouth, and presence of ketones that were identified by a healthcare provider to be life threatening / dangerous. The customer first went to emergency room and was subsequently hospitalized. The customer received intravenous fluids of saline and insulin, treatment resolved issue and was released (B)(6) 2026; customer then changed infusion set and cartridge and continued using pump.